Manufacturer narrative:
Patient weight: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital after ventricular tachycardia (vt) requiring implantable cardioverter defibrillator (ICD) defibrillation. Vt persisted requiring antiarrhythmics. The patient was in patient ICU, intubated/sedated, and showed normal sinus rhythm with premature ventricular contractions. Log file analysis found persistent pulsatility index event on (B)(6) 2022 from 16:35-17:33. Otherwise, there were no other notable alarm conditions or parameter changes. The ventricular assist device was functioning as intended.

Event description:
It was reported that the patient was elevated on transplant list due to ventricular tachycardia and underwent transplant procedure on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. Additionally, a direct correlation between (B)(6) and the reported ventricular tachycardia (vt) could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The outflow graft bend relief was returned detached but was present over the outflow graft. The outflow graft was returned attached to the pump cover outlet port. The outflow graft clip was returned properly attached over the outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files captured data on 09apr2022 which showed persistent pulsatility index (pi) events; however, there were no other abnormal events that were captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event